Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
The following information was reported: the patient was an in-patient. It was an interventional coronary procedure. The groin shot which was performed after the pre-procedure femoral angiogram and before the mynx vascular closure device was inserted found the stick to be at the femoral head. A long sheath was present for the procedure. The procedural sheath was exchanged out for a short 6f procedural sheath. Then the mynxgrip vascular closure device was prepped per protocol, inserted and the balloon was inflated all without incident. Deployed the sealant, waited for adhering and swelling times then removed the device all without incident. The radiology technologist took over to hold manual pressure (after device removal). Upon pulling the drape off the groin, a possible hematoma of over 6 cm was noted distal to the puncture site. The physician was notified but was unsure if the hematoma was there before the close or due to the close. Manual pressure was held preventively for 15 minutes. After a total of 30 minutes or less of manual pressure, the groin was noted to be soft and squishy. The groin was dressed in hospital per protocol. No antibiotics were given. The patient's hospitalization was not mynx related. Additional information: the deployer is unsure as to when the possible hematoma developed and there were no complications or deviations with deployment. Procedure type: intervention coronary vessel size: 5 mm sheath size: 6f stick location: medium.